Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Complainant alleged that during inspection, the autopulse® platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message after turning the unit on, with the lifeband connected. A mannequin was not on the platform when this issue occurred. Customer did not attempt to correct the issue by lifting the lifeband, as the device would not start. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no physical damages were observed. During functional testing, a user advisory 41 (patient temperature sensor failure) was observed during power up, thus confirming the reported complaint. No further functional testing could initially be performed as a result of the user advisory. Further inspection of the device identified the cause to be a defective patient temperature sensor. Following replacement of this part, the platform passed all functional testing with no other user advisories or warnings exhibited. The platform archive was reviewed and although no ua codes were observed on the reported event date of (B)(6) 2014, multiple ua 41 codes were seen on (B)(6) 2014. Based on the investigation, the part identified for replacement was the patient temperature sensor. In summary, the reported complaint of the platform displaying a ua 41 code was confirmed during functional testing as well as archive review. Based on the archive data, the ua 41 was caused by a defective patient temperature sensor. Following service, including replacement of the patient temperature sensor, the platform passed all functional test criteria.